Event description:
Our affiliate reports that during an arthroscopic shoulder repair, a portion of the distal tip of a pathseeker broke off into the patient's joint space. The fragment was retrieved from the patient and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is in the investigation mode. The conclusion of our investigation will be the subject mater of the follow-up report.